Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The boston scientific sales representative stated that there was no conclusive observations noted through x-ray or fluoroscopy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise and non-capture on the atrial channel. Additionally, high threshold measurements were noted on the right ventricular (rv) channel and non-capture on the left ventricular (lv) channel. A revision procedure was performed. Upon opening the pocket, it was revealed that one of the sutures was cutting through the suture sleeve and into the lead body of the atrial lead which was removed from service. Testing noted normal threshold measurements on the rv lead. The physician added some slack to this lead and it remains implanted. Testing also noted capture and normal thresholds measurements on the lv lead which also remains in service. The device had been removed from the pocket and was no longer sterile. Therefore, a replacement device was implanted. No additional adverse patient effects were reported.